Manufacturer narrative:
The 14fr esheath was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided 3mensio report and device photographs revealed calcification and tortuosity present in the access vessels. Review of the provided device photograph revealed the distal end of the liner appeared to be partially delaminated from the distal tip. The distal tip and shaft also appeared to be damaged. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. Complaint history review from april 2020 to march 2021 for the esheath introducer sheath (all models and sizes) revealed other similar complaints based on relevant complaint codes. No edwards defects were identified during the evaluations. Available information suggests that patient and/or procedural factors (calcification, tortuosity, device manipulation, excessive manipulation, withdrawal difficulties) may have contributed to the reported event. Per the instructions for use (IFU) and training manuals orient the sheath appropriately and maintain orientation for the duration of the procedure. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. If a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from 'umbrella-ing' at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections. The esheath final assembly undergoes multiple 100% visual inspection by manufacturing and quality. Additionally, after sterilization, each lot is tested and inspected on a sampling plan during product verification (pv) testing. The lot can only be released if all units pass the pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed based on the provide device photographs. A review of provided imagery revealed no manufacturing non-conformance. A review of the DHR, lot history, complaint history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. As reported, the balloon burst during valve deployment. Per the complaint description, 'during removal of commander and esheath there was resistance met by physician when trying to pull commander into esheath. Esheath and commander system removed together and upon inspection of device on back table there was a linear tear was noted on balloon and tip of esheath appeared damaged.' It is possible the burst balloon caught on the distal tip of sheath during withdrawal. Additionally, the patient anatomical imagery revealed calcification and tortuosity were present. Calcification and tortuosity of the access vessel can contribute to a non-coaxial withdrawal of the delivery system, allowing the burst balloon to catch on the sheath tip. As resistance was observed, the excessive manipulation required to retract the balloon with a larger burst profile back into the sheath possibly lead to liner delamination and damages to the distal tip/shaft. As resistance was observed, the excessive manipulation required to retract the balloon with a larger burst profile back into the sheath possibly lead to liner delamination and damages to the distal tip/shaft. Available information suggests procedural factors (excessive manipulation, non-coaxial withdrawal, withdrawal of a burst balloon) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions, conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021- 02230.

Event description:
During a transfemoral tavr procedure, the commander delivery system balloon ruptured during deployment of a sapien 3 ultra valve. As reported, the 26mm commander delivery system balloon ruptured during deployment of a 26mm sapien 3 utlra valve due to the narrow and highly calcified stj. The stj diameter, with calcium, was smaller than the outer diameter of the delivery system balloon. Resistance was encountered during the attempt to pull the delivery system back into the esheath. The esheath and delivery system were removed together as a unit. Upon inspection of devices on the back table, a linear tear was noted on the balloon and the tip of esheath appeared to be damaged. Femoral angio also demonstrated a dissection of right common femoral artery. A covered stent was successfully deployed to repair the dissection. Review of the provided device photographs indicated liner delamination of both sides of the sheath. The delamination appears to be circumferential, but this cannot be confirmed since the delivery system was inserted in the sheath.